Event description:
It was reported that the bd posiflush¿ normal saline syringe had difficult plunger movement and would not flush. The following information was provided by the initial reporter: "10 ml saline flush do not flush."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 0335963. During the production process there was one record of non-conformance related to dry barrels. This was an intermittent issue that was resolved at the time of occurrence. Product associated with this non-conformance was held for inspection and all affected material was discarded. To aid in the investigation of this issue, physical samples were returned for evaluation by our quality engineer team. Through inspection of the samples, the plunger movement was found to present difficulties. Due to an issue with the temperature in the thermocouples of the manufacturing machinery, an incorrect dose of silicone was supplied to the barrel component. Although this issue was detected and resolved, a limited occurrence of product went uncontained, resulting in this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe had difficult plunger movement and would not flush. The following information was provided by the initial reporter: "10 ml saline flush do not flush".